Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete dissection during a laser assisted cataract surgery. He tried to open the incomplete section manually but was having a difficult time due to bubbles in the lens. He then noticed an anterior capsule tear in the same area as the incomplete dissection. He was able to complete the surgery with the planned (iol) intraocular lens and no vitrectomy was done.